Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box showed that the pump had been used after the original complaint date, and the data from the time of the reported event was overwritten due to continued pump use. There were no alarms related to the complaint observed in the pump history; only typical usage was observed. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no defect found on investigation.

Event description:
On (B)(6) 2012 the patient contacted animas alleging that he had been experiencing low blood glucose (bg) and was unsure why. The patient stated that he had settings adjustments recently to avoid low bgs and that his bgs had been good lately, however on the morning of (B)(6) 2012 the patient reportedly awoke with a bg of 44 mg/dl and around 10:30pm the same day the patient stated he experienced bg of 41mg/dl with "white"/"very bright" vision. The patient stated that his bg on (B)(6) 2012 was back up to 173mg/dl prior to breakfast. The patient did not specify how he treated the bg of 44mg/dl on the morning of (B)(6) 2012. The patient stated he had a dinner high in carbohydrates (carbs) the evening of (B)(6) 2012, and that he bolused to cover the carbs. The patient noted that his vision was "white" and "very bright" when he went to bed on (B)(6) 2012, and that he checked his bg and it was 41mg/dl around 10:30pm that night. The patient stated that he ate a half a bagel, and 30 minutes later his bg was 45mg/dl. The patient stated that he then ate a small candy bar and 30 minutes later his bg was 57mg/dl. The patient's bg at the time of the call to animas customer technical support (cts) was reportedly 90mg/dl and the patient reported "feeling fine." Cts reviewed pump settings with the patient and could not determine when the settings changes that the patient referred to had been made. The patient declined to complete troubleshooting, stating he was exhausted and wanted to go to bed. The patient's bg at the end of the call with cts was reportedly 134mg/dl. Cts attempted to contact the patient to complete troubleshooting, without success. This complaint is being reported due to the allegation that the patient experienced hypoglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.